Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the reported malfunction. After reviewing the log, fse found that pdu fan tray and dcps have malfunction. To resolve the problem, fse found pdu fan tray and dcps defective. To resolve the problem, fse replaced pdu fan tray and dcps. After replacing the pdu fan tray and dcps, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not start. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.